Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The information received by medtronic indicated that the customer reported hyperglycemia and there was a sense of insulin in the reservoir compartment. The customer also reported diabetic ketoacidosis and was hospitalized for the treatment. Troubleshooting was not performed. It was unknown whether the customer was using or not using the insulin pump within 48 hours of the reported high blood glucose event and whether the auto mode smart guard feather was active or not. It was unknown whether the customer would continue or discontinue using the device. The device will not be returned for analysis.